Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of rhythm acceleration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for ventricular tachycardia (vt) and accelerated the rhythm into ventricular fibrillation (vf). Then, this device delivered a shock and successfully converted the rhythm. Technical services (ts) was contacted and analyzed the data. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for ventricular tachycardia (vt) and accelerated the rhythm into ventricular fibrillation (vf). Then, this device delivered a shock and successfully converted the rhythm. Technical services (ts) was contacted and analyzed the data. This ICD remains in service. No additional adverse patient effects were reported.